Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daughter's blood glucose reached "high" (>500mg/dl) less than 36 hours after the pod was activated. Upon inspection, she noticed the cannula was not inserted, it was bent with blood noted in it and there was no pink slide insert noted in the window.